Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was defective. The following information was provided by the initial reporter: "catheter rupture."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Upon inspection of the photo, one point of interest was identified confirming the reported issue. The observed anomality had the appearance of a bend or damage to the catheter tubing; however, without the actual sample the identity of the anomaly (shape and extent of damage) could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was defective. The following information was provided by the initial reporter: "catheter rupture."

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was defective. The following information was provided by the initial reporter: "catheter rupture".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/3/2021 h.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unit and one photo. Visual inspection of the returned sample found that there was an abnormality near the nose of the pink adapter. Microscopic inspection of the unit found that there was a v-shaped cut in the catheter wall. The reported defect was confirmed. This type of damage may occur during manufacturing; however, the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. This type of damage may occur in the user setting during tip adhesion break, during venipuncture if the needle is advanced at a wrong angle, or if the needle is moved up and down the catheter tubing. Handling/application in the user environment was determined to be the most likely root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.